Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with multiple 570:320:654:0000 failure codes was confirmed during product evaluation by baxter service personnel. This condition was attributed to depleted main batteries as a result of user error. The main batteries were replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of multiple 570:320:654:0000 failure codes. This condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup in the emergency room. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.